Event description:
New information received noted that the physician did not suggest that the infection was due to the pacemaker, leads, or implant procedure. There were no signs of vegetation visible. Lastly, the system was explanted prophylactically.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-15691; manufacturer report number: 2017865-2019-15693; manufacturer report number: 2017865-2019-15695. It was reported that the patient presented with swelling around device site. The cause of the infection was unknown. Patient presented for extraction procedure on (B)(6) 2019. The pacemaker, right ventricular lead, right atrial lead, and left ventricular lead was explanted. The patient was stable post procedure.